Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with extraneal and physioneal therapies for automated peritoneal dialysis (apd). On an unreported date, due to the peritonitis, the patient stopped apd and started on continuous ambulatory peritoneal dialysis (capd). Peritoneal dialysis (pd) was performed manually to facilitate the administration of the antibiotics. The dose was maintained. On (B)(6) 2012, the patient experienced a bacterial peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported. It was not reported whether the patient was hospitalized. On (B)(6) 2012, antibiotherapy was initiated with vancomycin (2g, per day, ip), ceftazidime (1g, per day, ip)and imipenem (1g, per day, ip). The patient was recovering form this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site are unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.